Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
T was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet system despite settings adjustments by the healthcare provider and trainer, and the trainer suggested a factory reset which the user declined. Symptoms included low blood glucose requiring treatment. Outcomes included user self-treatment with oral glucose. Investigation included internal review of the event by the field team. Investigation of this case revealed that the device was approved for return for further evaluation. It was concluded that the cause of the hypoglycemia was unclear.